Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a priming anomaly on the insulin pump. The customer's blood glucose level was 469 mg/dl. The customer was treated with manual injection. The customer needs help with infusion set change. The customer was assisted in priming insulin pump with blunt end of pencil in the reservoir chamber while applying pressure to the piston so customer can navigate through insulin pump. The customer was able to successfully complete the rewind and prime sequence. The customer filled the cannula. No further assistance was needed.